Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. Review of the provided image is inconclusive as the images provided are of the related maryland bipolar forceps instrument with thermal damage and not the monopolar curved scissors. Please refer to the complaint record with patient identifiers (B)(6) for the investigations of the (B)(4) bipolar forceps (mbf) instrument that was also used in this case. The probable root cause of arcing cannot be determined based on the provided information. Since the mcs instrument and its tip cover were not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated at this time. This complaint is considered a reportable event due to the following conclusion: it was alleged that ¿a spark occurred¿ between the monopolar curved scissors and a maryland bipolar forceps instrument. An allegation of a spark or thermal damage has occurred at or near the conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the spark to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors had a spark occur when pressing the cutting energy pedal. The spark occurred between a monopolar curved scissors and a maryland bipolar forceps instrument that was held in the other arm. A black piece fell off from the maryland bipolar forceps instrument. Suction was used in order to take out the black piece from the patient and stick it back onto the maryland bipolar tip. As reported, the tip cover of the monopolar curved scissors was found to be completely intact and was not torn. The procedure was completed using the same instrument with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instruments were reportedly inspected prior to use, and no issue was noted. The mcs tip cover accessory was installed onto the mcs instrument correctly with an installation tool. Electrolube/other lubricant was not applied to the mcs tip cover accessory prior to the installation. It is unknown if there was damage to the mcs tip cover accessory. A grounding pad was placed on the patient¿s thigh at the time of the event. Arcing was observed at an unknown location from the mcs instrument during the procedure. The surgeon was cauterizing tissue when the issue occurred. The generator settings were cut 3 and coag 3. The mbf and prograsp forceps instruments were also in use at the time of the event. The jaws of the instrument did not come in contact with any other objects when the issue occurred. The mcs instrument and mcs tip cover accessory are not available for return to isi for evaluation. No photographic images of the mcs instrument and mcs tip cover accessory or a video recording of the procedure are available.